Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that experienced a right axillary hematoma at insertion site with a "definite" relationship to the impella 5.5 device. The patient was admitted for cardiogenic shock. The patient was being worked up for left ventricular assist device/transplant and the decision was made to place the patient on an impella 5.5 for bridge. Post implant, overnight, the patient was bleeding from the right axillary impella site and a hematoma was present. Manual pressure was held and systemic heparin was stopped. The following day assessment noted that there was great improvement of the hematoma around the right axillary incision. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation has bee completed. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided. G.2 revised as selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-15254.